Manufacturer narrative:
A field service engineer (fse) found disconnected tubing on blood sampling valve, bsv. He trimmed the tubing at the bsv and reconnected it which fixed the leak and the differential failures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained blue leak of 2 cups from a coulter lh 750 hematology analyzer. There were differential background failure messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.